Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Power error detected alarm due to connector resistance issue j6 /pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was 4.8 mmol/l. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was assisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.